Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain, fatigue, muscle weakness, difficulty walking and standing. After review of medical records for MDR reportability it was reported that the patient was revised to address recurrent dislocation. Revision note states, there was evidence of previous posterior dislocation with a large amount of hemarthrosis in and around the joint. Assessment of the acetabulum revealed that indeed the positioning of the cup was slightly under anteverted, especially given his history of back fusion. Doi: cup (B)(6) 2010. Doi: liner and head (B)(6) 2017: dor: (B)(6) 2017 (left hip re-revision).

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.